Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Stapler discarded, but reload returning. Attempts have been made to retrieve the reload. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during a lobectomy, the surgeon fired the pvs and the reload only deployed on the non-patient side when they were firing across the pulmonary artery. It is unknown how the case was completed. During case there was a substantial amount of blood loss. It is unknown if there were any adverse consequences to the patient.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5931z . Investigation summary: the analysis results showed that one vasecr35 cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.